Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. During the investigation it was confirmed the blender was bad causing fio2 to be inaccurate due to not being capable of touching end of travel while adjusting.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their avea ventilator was not delivering the correct fraction of inspired oxygen (fio2). During use on a patient, the respiratory therapist adjusted the fio2 setting from 21% to 50% but the ventilator continued to deliver 21%. The patient was switched to another ventilator with no harm or injury.